Manufacturer narrative:
The reported bend in the lead was confirmed. The lead was returned for analysis measuring with a stylet inside the lead. The stylet was easily removed. Visual inspection of the lead found that the lead was bent in the distal region, consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead could not be inserted into the vein. A different lead was used to resolve the event. The patient was stable and there were no adverse consequences.